Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported patient condition cannot be conclusively determined through this investigation. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use (rev. C) outlines potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a fall at home with head trauma, the day after they were discharged from the hospital due to another fall with trauma to their flank, hips, and gluteus maximus. A computed tomography (CT) scan of the patient's head and cervical spine did not show any acute pathology. Neurology was consulted for left finger to nose dysmetria and a previous CT scan showing an old left cerebellar infarct. Neurology recommended checking levels of vitamins b12 and folate which were normal. The patient also had an elevated a1c. The patient was seen by a physical and occupational therapist to treat their ataxia and frequent falls. The patient was medically cleared and discharged to an acute rehabilitation facility on (B)(6) 2019.